Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that a diagnostic issue was noted. Surgical intervention was performed to explant the (B)(6) 2024. The patient was stable throughout.